Event description:
The pt underwent implantation of a synchromed pump and catheter in 1997 for intrathecal infusion of baclofen for intractable spasticity related to cerebral palsy. The pt experienced increased spasticity, which did not improve with dosage increases. A discrepancy between expected and actual residual volumes was noted. The pt underwent explantation of the pump and catheter, as well as reimplantation of another synchromed pump and catheter in 2000. The pt's condition has improved.